Event description:
It was reported that the introducer broke off. The introducer was placed fine and right before inserting the endoplege catheter, the md noticed there was bleeding coming from the site so he applied some pressure and continued noticing blood leakage. When he checked out the introducer he noticed it was completely sheered off. They brought in an interventional cardiologist, which they fished out the broken sheeth through the femoral vein.

Manufacturer narrative:
Surgicial intervention; blood leak; device: material separation. Additional complaint description per medwatch form submitted by customer report #1306992151-2011-0005: "to repair severe mitral regurgitation, the patient was to undergo a mitral valve minimally invasive procedure. Two radial arterial lines were started. One of the lines was oozing a bit and pressure was applied which is not uncommon in this procedure. After a short period of time and the oozing continued, it was noted that the hub on one of the sheaths had broken clean at the level of the skin and the remaining sheaht was in the internal jugular vein in the region of the incision. The broken sheath was not able to be visualized and could not be retrieved without intervention by another provider who entered the patients right femoral vein for retrieval purposes. The original procedure was cancelled with the intention of rescheduling after all access sites have healed." Narrative from edwards lifesciences: edwards initiated a corrective action and a field corrective action which are applicable to this event.

Manufacturer narrative:
(B)(4). Evaluation results: the introducer used with the endoplege catheter was returned and evaluated by engineering edwards utah. The non conformance reported in the customer experience report was confirmed. The sheath of the introducer was completely sheared at the junction of the hub as shown. There is a sharp kink on the sheath approximately half an inch from the proximal end of the sheath. This may have been caused when the interventional cardiologist tried to fish the sheath from the femoral vein. Edwards initiated a corrective action and a field corrective action which are applicable to this event.